Manufacturer narrative:
The fsr replaced the oxygen (o2) sensor and release testing was completed successfully. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the electronic patient gas system (epgs) started but failed calibration after a few seconds. There was no patient involvement.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. Per supplier evaluation, the sensor was measured on the test bench for final oxygen testing and no abnormalities were detected. The sensor was then tested in the test laboratory for gas pressure sensitivity and visually inspected for electrolyte leaks. It was confirmed that the sensor was pressure sensitive when a brief overpressure was applied to the gas inlet, however, external defects were not found on the core cell, nor electrolyte leaks at the adhesive joints of the electrode wire feedthroughs. The sensor was opened to microscopically examine the diffusion chamber at the gas inlet. A small air bubble was discovered near the cathode connection, which was the cause of the pressure sensitivity and signal instabilities at high oxygen concentrations. The air bubbles are typically caused by dehydration, which appears more frequently as a result of certain applications such as low humidity or high temperatures. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.